Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2018-02964. It was reported during a permanent implant procedure on (B)(6) 2018, the patient awakened mid-procedure, with right leg pain from the knee down. However, the scs system was not implanted for right leg pain. Reportedly, one of the leads traveled to an unintended area of the spine. The patient was then admitted to the hospital. System diagnostics revealed low impedance values due to the lead location. Follow-up information revealed that patient's right leg pain is improving and no interventions have been planned at this time.